Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / chronic pelvic pain'), device breakage ('I had remainders os the essure device inside my body (pet fibres and metallic pieces that were not removed during the first surgery)') and procedural pain ('the procedure was very painful') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain (seriousness criterion medically significant). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding episodes "). In (B)(6) 2016, the patient experienced complication of device removal ("complication of device removal") and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong back pains"), headache ("strong and acute headaches"), spinal column injury ("lumbar vertebrae damage"), affect lability ("emotional instability"), depression ("state of depression"), dyspareunia ("cannot have sexual intercourse because pain is too great"), coital bleeding ("cannot have sexual intercourse because of the heavy genital bleeding "), menstruation irregular ("menstrual periods are very irregular "), menorrhagia ("hypermenorrhea ") and allergy to metals ("several allergic reactions to metals") and was found to have weight decreased ("I lost 30 kilograms in 3 months"). The patient was treated with surgery (emergency surgery in (B)(6) 2016, part of tubes and uterus removed to remove essure and total hysterectomy on (B)(6) 2019). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache, weight decreased, spinal column injury, affect lability, depression, dyspareunia, coital bleeding, menstruation irregular, menorrhagia and allergy to metals had not resolved and the complication of device removal, device breakage, procedural pain and vaginal haemorrhage outcome was unknown. The reporter considered affect lability, allergy to metals, back pain, coital bleeding, complication of device removal, depression, device breakage, dyspareunia, headache, menorrhagia, menstruation irregular, pelvic pain, procedural pain, spinal column injury, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: in 2012, the patient moved to (B)(6), and since the listed side effects continued. Patient was (B)(6) years old when her uterus was removed. She was on ongoing sick leave form her job because of the multiple ailments suffered as a consequence of the insertion of the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / chronic pelvic pain') and device breakage ('I had remainders os the essure device inside my body pet fibres and metallic pieces that were not removed during the first surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("the procedure was very painful"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding episodes"). In (B)(6) 2016, the patient experienced complication of device removal ("complication of device removal") and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong back pains"), headache ("strong and acute headaches"), abnormal loss of weight ("I lost 30 kilograms in 3 months"), spinal column injury ("lumbar vertebrae damage"), affect lability ("emotional instability"), depression ("state of depression"), dyspareunia ("cannot have sexual intercourse because pain is too great"), coital bleeding ("cannot have sexual intercourse because of the heavy genital bleeding "), menstruation irregular ("menstrual periods are very irregular "), menorrhagia ("hypermenorrhea ") and allergy to metals ("several allergic reactions to metals"). The patient was treated with surgery. Emergency surgery in (B)(6) 2016, part of tubes and uterus removed to remove essure and total hysterectomy on (B)(6) 2019. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache, abnormal loss of weight, spinal column injury, affect lability, depression, dyspareunia, coital bleeding, menstruation irregular, menorrhagia and allergy to metals had not resolved and the complication of device removal, device breakage, procedural pain and vaginal haemorrhage outcome was unknown. The reporter considered abnormal loss of weight, affect lability, allergy to metals, back pain, coital bleeding, complication of device removal, depression, device breakage, dyspareunia, headache, menorrhagia, menstruation irregular, pelvic pain, procedural pain, spinal column injury and vaginal haemorrhage to be related to essure. The reporter commented: in 2012, the patient moved to germany, and since the listed side effects continued. Patient was 38 years old when her uterus was removed. She was on ongoing sick leave form her job because of the multiple ailments suffered as a consequence of the insertion of the essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('strong pelvic pain / chronic pelvic pain') and device breakage ('I had remainders os the essure device inside my body (pet fibres and metallic pieces that were not removed during the first surgery)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("the procedure was very painful"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding episodes"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("strong back pains"), headache ("strong and acute headaches"), abnormal loss of weight ("I lost 30 kilograms in 3 months"), spinal column injury ("lumbar vertebrae damage"), affect lability ("emotional instability"), depression ("state of depression"), dyspareunia ("cannot have sexual intercourse because pain is too great"), coital bleeding ("cannot have sexual intercourse because of the heavy genital bleeding "), menstruation irregular ("menstrual periods are very irregular "), menorrhagia ("hypermenorrhea ") and allergy to metals ("several allergic reactions to metals"). The patient was treated with surgery (emergency surgery in (B)(6) 2016, part of tubes and uterus removed to remove essure and total hysterectomy on (B)(6) 2019). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache, abnormal loss of weight, spinal column injury, affect lability, depression, dyspareunia, coital bleeding, menstruation irregular, menorrhagia and allergy to metals had not resolved and the device breakage, complication of device removal, procedural pain and vaginal haemorrhage outcome was unknown. The reporter considered abnormal loss of weight, affect lability, allergy to metals, back pain, coital bleeding, complication of device removal, depression, device breakage, dyspareunia, headache, menorrhagia, menstruation irregular, pelvic pain, procedural pain, spinal column injury and vaginal haemorrhage to be related to essure. The reporter commented: in 2012, the patient moved to germany, and since then the listed side effects continued. Patient was 38 years old when her uterus was removed. She was on ongoing sick leave form her job because of the multiple ailments suffered as a consequence of the insertion of the essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate to record # es-bayer-(B)(4) to which all information will be transferred, then this duplicate record # es-bayer-(B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.